Event description:
Reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion in the saphenous vein graft (svg) to the obtuse marginal (om) was predilated with a 2.0x12mm maverick balloon. It is noted that the stenting in the svg is an off label use. The physician was attempting to cross the lesion with a taxus express2 2.5x16mm drug eluting stent when a strut on the stent lifted. The stent was removed and the procedure was completed with a new taxus express2 2.5x16mm stent. No patient complications were reported and patient status is satisfactory.